Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the thumb ring broke when first released to capture the stone. The basket was removed from the patient by simply pulling it out through the working channel. Another trapezoid rx basket was used to complete the procedure. There were no patient complications were as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.